Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of475 mg/dl and later it was 545 mg/dl and at the time of the bed it was 191 mg/dl and then it was 95 mg/dl. Last night customer took a bath and there was a little blood and there is no pain at the site but it is bloody. Customer stated that, she gave herself a needle stick to treat for her high blood glucose and declined troubleshooting for it. He device is not expected to be returned for analysis.